Event description:
It was reported that a transfer set was involved in a leak incident. As the patient was starting peritoneal dialysis (pd) therapy on the homechoice (hc) machine, and as the solution ¿started making its way to the patient¿, a leak occurred from the junction of the transfer set and the patient line. The patient was connected at the time of the event. The patient reported that they immediately stopped therapy and capped the catheter. There was no patient injury or medical intervention associated with this event, though some fluid did contact the patient¿s hands. No additional information is available.

Manufacturer narrative:
(B)(4). As the device was not returned, a sample analysis could not be completed. The reported problem could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.